Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the aspiration catheter shaft separated while being introduced into the adapter. The physician was advancing the aspiration catheter over the guide wire through the adapter and the shaft of the catheter separated. The physician removed the device and replaced it with another to complete the case. The patient is reported to be fine. A request for additional information has been made.